Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review, of the transmission revealed, right ventricular lead exhibited noise. The lead was capped and replaced on (B)(6) 2019. The pacemaker was also removed due to elective replacement. The patient was stable before, during, and after the procedure and was then discharged.